Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements measuring 130 ohms. The patient was referred to a specialized extraction center to evaluate weather the lead should be extracted. At this time, the lead remains in service. No adverse patient effects were reported.